Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from september 03, 2019 - september 04, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which observed the yellow coil cap detached from the housing. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume infusor had dropped off during filling. There was no patient involvement. No additional information is available.